Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported feeling sharp pains when the carelink monitor was used to interrogate her device. She said the carelink was used four times, and she felt the sharp pains during two of the readings. The device remains actively implanted with no report of any consequential actions.